Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that for about the last 6 days the controller had not been working. Patient (pt) just saw their  manufacturing representative (rep) today and they think its a problem with the controller battery. When plugged in sometimes it turned on and says replace battery (it was understood when the pt plugged the controller into the ac power supply). When plug into the wall it won't turn (it was understood the controller); sometimes pt received a white screen and then the controller turns off then pt receives the battery message. Pt was able to get it fully to turn on but there was no way to charge the pts implant for the remote wont stay on without plugged in (this understood plugged into the ac power supply). When the pt was on the battery screen the remote icon shows the remote had a charging cord and not a battery percentage. During call pt verified there was no damage to the controller battery compartment; when inspecting the controller battery the pt noticed 3 of the 4 battery pins looked a little dark. The issue was not resolved. An email was sent to the repair department to replace the controller battery.